Event description:
Customer's family member, was contacted regarding customers death. Death certificate state dka as cause of death, family member does not know if pump was being worn at time of passing. Contacted customer's doctor and the nurse stated that the customer was found dead in their home and was wearing a pump.